Event description:
It was reported that the pt has high impedance on diagnostics, but pt is not experiencing any adverse events. The last good diagnostics were obtained 6 months ago. No trauma or manipulation to the device has occurred. X-rays were taken and reviewed by manufacturer. Upon review, no anomalies were noted with the vns device. The device has been programmed off. Pt has been referred for revision surgery, but it has not occurred to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized.